Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including displacement test, operating currents, self test, off no power, error test, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The device was received with minor scratched display window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported that they believed the insulin pump was not working properly. Customer stated that they had been experiencing high blood glucose levels since being hospitalized for cardiac issues several weeks before the call. Customer reported having a blood glucose level of 104 mg/dl earlier in the day of the call and a blood glucose level of over 400 mg/dl prior to the call. Blood glucose level was 400 mg/dl at the time of the call. No further information was provided.